Event description:
IV set cracked at first medication port after pump. Brachial artery cut-down backed up. Changed filter and t-connector. On changing transducer, flow rate increased. Leak identified.